Event description:
The account alleged the bed exit alarm is not functioning. No patient impact.

Manufacturer narrative:
The technician checked the patient position module system and found it functions as designed. No issue found with the bed, no repair needed.